Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) does not hold charge following a CT mylogram. The patient underwent a revision wherein the ipg was replaced with an MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.